Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted in order to treat stress urinary incontinence, constant bladder leaker, and frequent urination. It was reported that following insertion the patient experienced constant excruciating abdominal and pelvic pain, pain during intercourse, still experiences pain on right side of pelvis. It was reported that patient underwent vaginal skin advancement of flap over the top of eroded mesh graft on (B)(6) 2008. It was reported that the patient underwent resection of graft insertions, bilateral sacrospinous fixation and cystoscopy on (B)(6) 2008. It was reported that the patient underwent partial removal of mesh in 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urgency, frequency and incontinence. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urgency, frequency and incontinence.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02585. The same patient is represented in each medwatch.